Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 04, 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that the her onetouch ultra 2 meter read inaccurately high compared to another meter (unknown brand). The complaint was classified based on customer service representation (csr), since the patient was unable to be reached for additional information. The patient stated that the alleged meter inaccuracy began on (B)(6) 2016 at 9:00am. The patient claimed obtaining blood glucose readings of ¿326 mg/dl¿ with the subject meter and ¿77 mg/dl¿ on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages her diabetes with oral medication (metformin, 500 mg once daily). The patient alleged that on the morning of (B)(6) 2016 prior to the start of the alleged issue, she developed symptoms of feeling ¿shaky and sweating¿. The patient reported that she took action of consuming food and at 8:00 am on (B)(6) 2016 in response to the symptoms. The patient reported that she later attended the emergency room (ER) at 9:00am where she was treated with food and drink. The patient claimed that a blood glucose test was carried out with an unknown hospital meter on arrival at ER and alleged a result of ¿77 mg/dl¿ was obtained. During troubleshooting, the csr confirmed the unit of measure was set correctly on the subject meter, an approved sample site was used, and the test strip vial was not cracked or broken. The csr noted that the test strips being used, had not expired, nor been open longer than the discard date and they had been stored correctly (per owner¿s booklet recommendation). The csr noted the patient did not have control solution to test the subject meter. Replacement products were sent to the patient.this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia, whilst using the product. The alleged meter inaccuracy could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.